Event description:
This case was initially received via regulatory authority (B)(6) on 26-oct-2017. The most recent information was received on 15-nov-2017. This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pains") in a (B)(6) female patient who had essure (batch no. C64473) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sciatica ("sciatic pains") and back pain ("lumbar pains"). The patient was treated with surgery (total bilateral salpingectomy with laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, sciatica and back pain outcome was unknown. The reporter provided no causality assessment for back pain, pelvic pain and sciatica with essure. The reporter commented: tube integrity; no breaking-in. Removal performed after request from the patient. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 17-nov-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 6.929 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2017: questionnaire was received. Essure removal method: total bilateral salpingectomy with laparoscopy performed on (B)(6) 2017. Removal performed after request from the patient. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 17-nov-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 6.929 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 26-oct-2017. The most recent information was received on 15-nov-2017. This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pains") in a (B)(6) year-old female patient who had essure (batch no. C64473) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sciatica ("sciatic pains") and back pain ("lumbar pains"). The patient was treated with surgery (total bilateral salpingectomy with laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, sciatica and back pain outcome was unknown. The reporter provided no causality assessment for back pain, pelvic pain and sciatica with essure. The reporter commented: tube integrity; no breaking-in. Removal performed after request from the patient. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 17-nov-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2017: questionnaire was received. Essure removal method: total bilateral salpingectomy with laparoscopy performed on (B)(6) 2017. Removal performed after request from the patient. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.